Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that probably over a month ago they started having problems with recharging their ins (pt did not clarify the month or year in which the issues first started). Pt stated that checking recharge quality would display when trying to recharge the ins and so they would reset the controller and then the ins would start recharging (patient services (pss) understood that the controller would be stuck spinning on checking recharge quality and wouldn't progress to the normal recharging screen). Pt stated that then the ins was taking a lot longer than normal to recharge. Pt stated that all of a sudden now as of last night and this morning that the controller would say checking recharge quality and resetting the controller didn't really change anything (pss understood again that the controller would be stuck spinning on checking recharge quality and wouldn't progress to the normal recharging screen). Pt stated that at one point or two, the controller said to change the battery but that the controller battery was at 100% (pss understood that the pt was seeing a message saying battery low and to replace the controller battery even though the controller was fully charged). Pt noted that their ins battery was currently at 30%. Pt stated that the rtm paddle would get hot on their back when trying to recharge their ins and that it was almost like burns on their back when trying to recharge the ins.

Manufacturer narrative:
Continuation of d10: product ID (B)(4) lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: (B)(4), serial/lot #: (B)(6), ubd: , UDI#: h3. Analysis was performed on [product ID: (B)(4), serial/lot #: (B)(6) ] analysis found that there was a recharge antenna failure, no device found message. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411 medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.